Manufacturer narrative:
It was indicated a portion of the lead would be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was being replaced due to potential premature battery depletion. During the same procedure, the right atrial (ra) lead was to be replaced due to noise which resulted in atrial pacing inhibition and high rate ventricular pacing which resulted in discomfort for the patient. A ra lead fracture was suspected. Additionally, the left ventricular (lv) lead was being revised due to high threshold measurements. Insulation damage was noted on the lv lead. The ra lead was explanted and replaced. The lv could not be explanted due to calcification and was surgically abandoned. A new lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Only the terminal segment of the lead was returned as the lead was severed 42 cm from the terminal pin. Electrocautery damage was confirmed in several locations. The returned segment passed electrical testing. As a result, the clinical observations could not be confirmed.